Event description:
The customer observed non-reproducible, lower than expected vitros phbr quality control results while using the vitros 5,1 fs chemistry system. The results obtained are as follows: vitros phbr lot 2539-0062-2286: qc lot m1914 = 46.45, 32.77, 41.13, 44.63, 44.08, 38.60 vs. An expected result= 59.0 ng/ml; vitros phbr lot 2541-0064-0287: qc lot g1647 = 9.3 vs. An expected result= 12.77 ng/ml; qc lot m1914 = 39.2, 46.6, 36.8, 44.2, 46.8, 45.4, 45.9 vs. An expected result= 59.83 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. This report is seven of fourteen MDR's for this event. Fourteen 3500a forms are being submitted for this event as fourteen devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected vitros phbr quality control results were obtained processed on vitros 5,1 fs chemistry system. There was no indication that an analyzer related issue contributed to the event. A reagent related issue or an interaction between the vitros phbr slides and the vitros 5,1 fs chemistry system, could not be ruled out as contributing factors. The root cause of this event is unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.